Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated five times during the event. The patient was at home at the time of the event. The lifevest detected vf at 17:23:14. Between 17:23:50 and 17:25:40 the lifevest delivered five appropriate treatments during vf. The treatments were unable to convert the patient's arrhythmia. No further treatments were delivered, as the lifevest is designed to deliver up to five treatments during a single arrhythmia detection. The patient subsequently degraded to asystole at 17:54:24 and passed away. The lifevest functioned as designed but was unable to convert the patient's arrhythmia.